Event description:
It was reported by service report that the footend would not lower due to a faulty motor coupler.

Manufacturer narrative:
Result: sensor coil cable.

Event description:
It was reported by service report that the footend would not lower.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end not going all the way down was also due to a faulty motor coupler.